Event description:
When preparing to use, noticed that fluid came out of a pinhole on the side of the spinal needle/device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: inadequate quality assurance, invalid data. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor, device use continued with restrictions/limitations. The device was destroyed/disposed of.